Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed t the patient presented to the outpatient home dialysis clinic on 10/jan/2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 236 g/l, poly count = 21%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin, every other treatment (dosage not provided) and ip cefepime daily for 21 days (dosage not provided). The patient¿s peritoneal effluent culture result returned positive for corynebacterium, and the patient¿s cefepime was discontinued. The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the events. Per the pdrn, causality remains unknown, and a home evaluation did not reveal any deficits in the patient¿s technique. The pdrn reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.